Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that there was moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/20/2015 with the following findings: there was moisture behind the display lens. Pump reboot events were observed in the black box. No damage was found to the battery compartment or cap. The pump was exercised for 24 hours and no power issues were duplicated. Damage to the pump case was observed near the upper right corner between the display lens and the cover. The pump failed a leak test due to the damage to the pump case. Internal moisture was found on the printed circuit board and internal components. Unrelated to the initial allegation, the display screen was dim and discolored.